Manufacturer narrative:
The investigation of this incidents needs further details from the user/customer. These are: were a cuff check performed with both tracheostomy tubes before use, not reported which method was used to measure the cuff pressure? Not reported. What was the measured pressure when the leakage was detected? Not reported. No return of the affected cannula.

Event description:
After a number of not specified days of use the cuff or the cuff system of the tracoe twist tracheostomy cannula leaked. Description of the incident: defective cannula balloon that adhered to the wall of respiratory tract. Description of health effects: no information about any health effect provided yet.